Manufacturer narrative:
720185-01, 934824017, reservoir flat iz 100 ml, device impotence mechanical/hydraulic.

Event description:
It was reported that patient states he felt a pop in his implant a few weeks ago and then the implant would no longer pump up. Original placed by different doctor at different hospital. Hole discovered in right cylinder resulting in fluid loss. Both cylinders, pump removed and replaced. Old reservoir left in place and new reservoir placed on right side. Old implant sent to pathology. No adverse patient effects.